Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a restenosed lesion of an unspecified bare metal stent (bms) implanted and located in the mildly tortuous, moderately calcified and 90% stenosed distal left circumflex coronary artery. A 2.0 x 8 mm nc trek balloon dilatation catheter (bdc) was positioned at the lesion and during the first inflation at 10 atmosphere (atm) for 5 seconds the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.